Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: palacos r + g (1x40); p/n: 66022663, l/n: 73134277, femoral component; p/n: 00576401551, l/n: 61847676, stemmed tibial component; p/n: 00598004701, l/n: 61835548, articular surface; p/n: 00596404014, l/n: 61709846. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00529. Product location is unknown.

Event description:
It was reported patient had a revision procedure approximately 8 years post-implantation due to pain and loosening. No additional patient consequences were reported.

Manufacturer narrative:
Upon reassessment of the reported event, this device was identified not to cause or contribute to the complaint.

Event description:
No further event information available at the time of this report.